Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the powerport m.r.I. Isp. During the procedure while the physician was using the guidewire and attempting to withdraw it along with the puncture needle, fraying and stretching of the guidewire was observed, rendering it unusable. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation, one electronic photo and was provided and reviewed. The photo shows the partial view of the guidewire. Healthcare physician was holding the guidewire. Guidewire was noted to be stretch and deformed. Therefore, the investigation is confirmed for the reported stretch and identified deformation issue. However, the investigation is inconclusive for the reported frayed issue as the frayed/fracture was unclear due to poor quality image and partial view was noted in photo. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the powerport m.r.I. Isp. During the procedure while the physician was using the guidewire and attempting to withdraw it along with the puncture needle, fraying and stretching of the guidewire was observed, rendering it unusable. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.